Event description:
The pt was hospitalized for elevated blood glucose levels. The pt reported that there was an insulin leak in the connection between the cartridge and infusion set.

Manufacturer narrative:
The cartridge has not been returned to animas for evaluation. An evaluation of a cartridge from this manufacturing lot is anticipated, but has not yet been completed. No conclusions can be made at this time.